Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) shows low vacuum error.there was no patient involved.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code). Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) observed that system was showing intermittently low vacuum error. Checked the system problem found with drive assembly, fse replaced new drive manifold assembly (d104-00-0018) and then checked system with demo balloon and trainer it is working fine & ready to use.